Manufacturer narrative:
UDI no. - not required for this product code. Results: is based on the evaluation of the returned sample; based on the retention samples evaluated. Conclusions: is based on the evaluation of the returned sample; based on the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of the retention samples from the reported product code/lot# combination as well as from the surrounding lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device. Follow up communication with the user facility confirmed the following information: the case was completed; the tr band was placed on the patient; after about an hour, the nurse checked tr band and it was bleeding; the nurse attempted to re-inflate the tr band but it would not re-inflate; a new tr band was put on the patient; estimated blood loss was reported to be less than 250cc; the patient is reported to be "stable"; and the procedure was completed.